Manufacturer narrative:
The device in the referenced event was not explanted/returned by the customer. Therefore, no product analysis could be performed. The complaint information provided was not sufficient to allow determination of root cause.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device has been explanted and replaced. No additional adverse patient effects were reported. The explant replacement procedure was completed by physician and a competitor device was used in replacement. Device was discarded and is not expected to be returned.